Manufacturer narrative:
The haemonetics field service engineer (fse) went to the center to evaluate the device as it was also due for preventative maintenance. The issue of anticoagulant (ac) depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. The fse completed full diagnostic testing on the device. During the testing, 2 ac depletions were observed. The rotors were checked with durometer testing and they passed the specification, however, the fse observed the rotors to be sticking. The fse replaced the rotors and the device ran as expected. Haemonetics filed a medical device safety alert and is awaiting the FDA correction/removal reporting number.

Event description:
Haemonetics received a complaint on (B)(6) 2016 for a report of anticoagulant depletion during a plasmapheresis. There was no report of any donor injury or reaction.